Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. The exposed portion of the soft cannula was found to be kinked, though no issues were observed with fluid flowing through the complete fluid path. The download data contained no hazard alarms, timeouts, or drive stalls, indicating that there was no struggle to deliver insulin. It could not be determined when the damage to the soft cannula occurred. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Investigation of the returned device found no damages or manufacturing deficiencies that would cause swelling at the infusion site. The cause of the reported swelling could not be determined. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 473 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated the cannula dislodged from the infusion site (leg). Swelling at the site was also reported. As treatment, a manual injection was delivered. The patient's blood glucose history is as follows: (B)(6).